Event description:
It was reported to philips that the system does not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turn on due to software problem. Upon troubleshooting fse found that the system was blocked. To resolve the issue , fse completely reset the system and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.